Event description:
Vision shut down, screen went black, in-op alarm went off. Rn was in room when device stopped working.no harm to patient. Rn was in room when device shut off.there was an audible alarm, the screen was black and did not show message. Manufacturer response (as per reporter) for bipap, vision bipapdirector of respirtory services contacted manufacturer. Hospital biomed will do an eval first.

Event description:
Vision shut down, screen went black, in-op alarm went off. Rn was in room when device stopped working.no harm to patient. Rn was in room when device shut off.there was an audible alarm, the screen was black and did not show message. Manufacturer response (as per reporter) for bipap, vision bipapdirector of respirtory services contacted manufacturer. Hospital biomed will do an eval first.